Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent revision and trimming of mesh on (B)(6) 2012. It was reported that the patient underwent pain, erosion, infection, urinary problems, recurrence, and dyspareunia. (B)(4).

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent mesh revision in (B)(6) 2013 due to extrusion. It was reported that following insertion the patient experienced infection, urinary problems and vaginal scarring. No additional information was provided. (B)(4) ¿ urinary problems.